Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the emergency room after receiving appropriate therapy. Lead dislodgement was observed via diagnostic imaging. The lead was repositioned successfully. Patient will be followed-up normally.